Manufacturer narrative:
The return catheter showed no particular defects in appearance. A non-compliant pressure value of 17mmhg in open air is confirmed, but after erasing and perform a new zero procedure, the catheter returns to compliant pressure behavior. The conditions under which the zero was performed may have been the cause of the defect observed in use.

Event description:
The monitor showed 17 mmhg when the catheter was connected. The pic was considered to be abnormally high considering the state of the patient.

Event description:
The monitor showed 17 mmhg when the catheter was connected. The pic was considered to be abnormally high considering the state of the patient.